Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify communicate test minilink and the glucose sensor simulator and bg meter due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have a blank screen display after dropping insulin pump. Customer's blood glucose was 49 mg/dl, which was treated with food. Customer reported that insulin pump showed no visible signs of damage. Customer reported that drive support cap appeared normal but was not able to run self-test due to blank display. It was also reported that insulin pump also experienced sensor glucose versus blood glucose differences. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.